Manufacturer narrative:
(B)(4). Batch number: r5867y. Investigation summary: the analysis found that one ec60a device was returned with no apparent damage and with one ecr60b cartridge not loaded in the device. The cartridge reload was received fully fired with one drive out of position. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. Although no conclusion could be reached on what caused the drivers to be out of position. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the jaw could not close completely. During the lobectomy, after installed the reload, could not close the jaw completely on the 4th firing. Another device was used to complete the surgery. There were no adverse consequences to the patient.